Event description:
It was reported by service report that the head end lift was stuck high height. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.